Event description:
It was reported the pt had a medication /narcotic overdose in 2008, which required hospitalization. The type of medication, concentration and daily dose being administered via the pump were not reported. The pt was hospitalized for several days and given narcan. After a decrease in rate of pain medication the pt was discharged home. Add'l info has been requested from the hcp, but was not available as of the time of this report.

Manufacturer narrative:
.